Event description:
During follow-up, noise leading to oversensing was observed on the right ventricular (rv) lead. Lead damage was suspected but was not confirmed visually. No intervention was performed. The patient was stable and will continue to be monitored. There were no adverse consequences.